Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/ tissue. After cleaning the blood/ tissue from the helix, the helix could be extended. The helix length was measured within specifications. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital two days after the initial implant procedure, experiencing slow heart rate. Chest x-ray confirmed that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.